Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The pump and system controllers will not be returned for evaluation. The pump was not explanted and an autopsy was not performed. A direct correlation between the device and the reported event could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient woke up with a headache, left sided extremity numbness and tingling. On (B)(6) 2016, the patient's spouse transported the patient to an outside hospital. The patient was confused and disoriented on arrival. The patient's inr was 3.3 (goal was 2.0-2.5), and was given 10 mg of vitamin k. The patient's mean arterial pressure was also found to be high (120s-130s). The patient was airlifted to this hospital and was unconscious with dilated pupils upon admission. Kcentra was considered but was held after the CT scan deemed that it would be futile, as a large left catastrophic intracerebral hemorrhage was found. The patient's spouse stated that the patient had a do-not-resuscitate order and did not want to be intubated; therefore intubation was refused, and the patient subsequently expired later that day. It was reported that the patient had a history of non-compliance with all medications, including coumadin and lovenox bridging for subtherapeutic inrs. The patient's last admission was from (B)(6) 2015 for subtherapeutic inr. It was also reported that there were no vad issues throughout the patient's course of support. There were no events upon interrogation of the pump prior to the patient's death and the pump parameters were within normal limits for this patient.